Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on 03-may-2025 at quick release. The infusion set was in use for two or three days. The blood glucose level was high. No further information available.